Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was tested with test keypad and no frozen display noted. The insulin pump had cracked reservoir tubelip, scratched lcd window, case and missing end cap sticker.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the insulin pump was frozen. The customer's mother reported that the buttons were unresponsive. The customer's blood glucose was 555 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with insulin shot. The customer's mother stated that the time changed. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.